Manufacturer narrative:
CORRECTED DATA: F10, H6. REFERENCE CAPA-20-00141.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;5166761,I,SI,0,Edwards SAPIEN 3 Ultra,9750TFX26,;5331005,I,SI,1,Edwards SAPIEN 3 Ultra,9750TFX26,;5355106,I,SI,3,Edwards SAPIEN 3 Ultra,9750TFX23,;5387483,I,SI,1,Edwards SAPIEN 3 Ultra,9750TFX23,;5390644,I,SI,4,Edwards SAPIEN 3 Ultra,9750TFX26,;5391676,I,SI,3,Edwards SAPIEN 3 Ultra,9750TFX26,;5405377,I,SI,0,Edwards SAPIEN 3 Ultra,9750TFX23,;5446597,I,SI,1,Edwards SAPIEN 3 Ultra,9750TFX26,;5449693,I,SI,0,Edwards SAPIEN 3 Ultra,9750TFX26,;5449762,I,SI,1,Edwards SAPIEN 3 Ultra,9750TFX23,;5458527,I,SI,3,Edwards SAPIEN 3 Ultra,9750TFX26,;5465642,I,SI,2,Edwards SAPIEN 3 Ultra,9750TFX26,;5465642,I,SI,0,Edwards SAPIEN 3 Ultra,9750TFX26,;5468756,I,SI,1,Edwards SAPIEN 3 Ultra,9750TFX26,;5490599,I,SI,0,Edwards SAPIEN 3 Ultra,9750TFX26,;5490599,I,SI,0,Edwards SAPIEN 3 Ultra,9750TFX26,;5492019,I,SI,0,Edwards SAPIEN 3 Ultra,9750TFX23,;5492225,I,SI,3,Edwards SAPIEN 3 Ultra,9750TFX26,;5495281,I,SI,0,Edwards SAPIEN 3 Ultra,9750TFX26,;5497712,I,SI,0,Edwards SAPIEN 3 Ultra,9750TFX26,;5499674,I,SI,2,Edwards SAPIEN 3 Ultra,9750TFX26,;5500916,I,SI,2,Edwards SAPIEN 3 Ultra,9750TFX20,;5500929,I,SI,31,Edwards SAPIEN 3 Ultra,9750TFX26,;5501295,I,SI,3,Edwards SAPIEN 3 Ultra,9750TFX26,;5501799,I,SI,13,Edwards SAPIEN 3 Ultra,9750TFX23,;5502112,I,SI,0,Edwards SAPIEN 3 Ultra,9750TFX23,;5506589,I,SI,4,Edwards SAPIEN 3 Ultra,9750TFX23,;5510144,I,SI,0,Edwards SAPIEN 3 Ultra,9750TFX23,;5511033,I,SI,5,Edwards SAPIEN 3 Ultra,9750TFX26,;5516839,I,SI,0,Edwards SAPIEN 3 Ultra,9750TFX23,;5517168,I,SI,6,Edwards SAPIEN 3 Ultra,9750TFX23,;5517592,I,SI,1,Edwards SAPIEN 3 Ultra,9750TFX26,;5518120,I,SI,0,Edwards SAPIEN 3 Ultra,9750TFX23,;5518669,I,SI,1,Edwards SAPIEN 3 Ultra,9750TFX26,;5518762,I,SI,3,Edwards SAPIEN 3 Ultra,9750TFX26,;5521199,I,SI,4,Edwards SAPIEN 3 Ultra,9750TFX26,;5521798,I,SI,0,Edwards SAPIEN 3 Ultra,9750TFX23,;5521798,I,SI,0,Edwards SAPIEN 3 Ultra,9750TFX23,;5523711,I,SI,1,Edwards SAPIEN 3 Ultra,9750TFX23,;5544927,I,SI,0,Edwards SAPIEN 3 Ultra,9750TFX23,;5551405,I,SI,2,Edwards SAPIEN 3 Ultra,9750TFX26,;5552328,I,SI,1,Edwards SAPIEN 3 Ultra,9750TFX23,;5553536,I,SI,8,Edwards SAPIEN 3 Ultra,9750TFX26,;5553536,I,SI,2,Edwards SAPIEN 3 Ultra,9750TFX26,;5567025,I,SI,17,Edwards SAPIEN 3 Ultra,9750TFX20,;5569472,I,SI,21,Edwards SAPIEN 3 Ultra,9750TFX23,;5573009,I,SI,0,Edwards SAPIEN 3 Ultra,9750TFX26,;5577155,I,SI,14,Edwards SAPIEN 3 Ultra,9750TFX26,;5318983,I,SI,0,Edwards SAPIEN 3 Ultra,9750TFX26,;5493312,I,SI,3,Edwards SAPIEN 3 Ultra,9750TFX23,

Manufacturer narrative:
EXEMPTION NUMBER E2016006, THIS REPORT SUMMARIZES 50 SERIOUS INJURY EVENTS. COLUMN A INDICATES WHETHER AN EVENT IS A NEW EVENT OR FOLLOW-UP. COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G., IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN 3 ULTRA VALVE). ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY. AS SAPIEN 3 ULTRA IS APPROVED FOR USE WITH BOTH THE AXELA AND ESHEATH, BOTH SHEATHS ARE LISTED IN COLUMN M.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR AUG 9TH, 2019 DATA EXTRACT FOR SERIOUS INJURIES FOR THE SAPIEN 3 ULTRA VALVE